Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation as it remains in the patient; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the deployment difficulty could not be determined. The stent elongation appears to be due to case circumstances. The additional therapy is due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device;

Event description:
It was reported that the procedure was to treat a lesion in a heavily calcified, distal superficial femoral artery. The lesion was pre-dilated with an unspecified 6.0mm balloon dilatation catheter and the 5.5x80mm supera self-expanding stent system was advanced to the lesion. The supera stent was deployed, and it was thought that the stent was completely out of the delivery system so an attempt was made to remove the delivery system. It was noted that the stent was still attached. The stent elongated. The stent was completely ejected from the delivery system, and the delivery system was removed without issue. Post-dilatation was performed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.